Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional oad referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that during procedure to treat 70% stenosed heavily calcified right coronary artery (rca) with severe tortuosity, the crown of diamondback 360 coronary orbital atherectomy device (oad) was spun in left anterior descending (lad) artery thrice on low speed and twice on high speed and stented. Three treatments were performed in rca on low speed and two treatments were performed on high speed. When the oad was backed out, the crown remained in the lesion. It was noted that the crown and driveshaft had dislodged from the device. The viperwire coronary viperwire was still intact. A buddy wire was dropped and a non-abbott extension catheter was advanced, but it could not cross the lesion. The viperwire guidewire was pulled and the tip of the wire broke off leaving nose cone and crown in lesion. Multiple attempts were made to retrieve using a snare, but it was unsuccessful. The viperwire fracture occurred due to highly calcified and highly tortuous vessel. The crown, driveshaft and the viperwire guidewire tip about 25 mm in length remained in-vivo and were pushed to the distal posterolateral artery branch and stented with two non-abbott stents. It was noted that the viperwire guidewire was exchanged and there was difficulty wiring and delivering devices. There was delay in the procedure and the patient had a prolonged hospital stay.